Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code, conclusion code) the reported event could be confirmed, based on available medical record and health care professionals opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below: the tibial component shows severe radiolucence and some large cysts. There is also the tip of the tibial nail and the medial screw which may interfere with an inbone implant. The findings suggest a loosening of the inserted tar. The pe cannot be assessed directly, but there are no indirect signs of breakage or loosening. The talar component has some small radiolucence and smaller cysts, therefore it may be loosened. In order to revise tar implant inserted screw has to be explanted as well. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst around tibia and talar components which results in loosening of inserted tar. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.